Event description:
Boston scientific crm received information that this left ventricular lead exhibited loss of capture and max outputs, and high impedance measurements of greater than 2000 ohms. The physician elected to electrically abandon the lead at this time and will decide what to do at the next patient follow up visit. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The lead was electrically abandoned.